Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handling the device which led to an abnormality of electrical parts. As a result, the error message was displayed. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of b30 error code was not confirmed. The device evaluation found the e315 scope error was due to liquid entering the electrical connector and the rubber was missing. Adhesive on distal end had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope received a b30 communication error code. The issue was found during preparation for use for an enteroscope procedure. The procedure was completed using a similar device. Inspection and testing of the returned device found an e315 scope error. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.